Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related challenging patient anatomy and difficulty imaging. The reported poor image resolution appears to be related to anatomy/shadowing. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, mitraclip xt was implanted and it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet. Additional mitraclip xtw was implanted close to the detached clip to stabilize the slda. Per the physician, slda was due to the bad imaging during the leaflet insertion. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.